Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter alleged that the time and date were incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/16/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: black box confirms that the time/date reset to default setting after por. Time/date reset to default setting was duplicated during investigation. Removed pump cover; a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.